Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 2017865-2021-26943. It was reported that when the patient presented remotely via merlin.net transmission, noise episodes were observed on the right ventricular (rv) and right atrial (ra) leads. The patient is not pacemaker dependent. Attempt to reproduce the noise in clinic was suggested. The patient¿s condition was stable.